Manufacturer narrative:
(B)(4).

Event description:
Follow up information received stated the planned flap procedure and excimer treatment was completed at a later date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4)

Event description:
A customer reported there was no formation of a flap during flap creation procedure. The patient interface contact with the cornea and vacuum values were all normal. Additional information has been requested.

Manufacturer narrative:
A review of the logfiles for the whole treatment day was performed. Logfile review showed all laser system functions were within specifications for the respective treatment day and the energy was stable during the day. Additionally, the logfile showed that the user performed an energy check at system startup. The user performed surgeries for more than four hours without further energy checks at that day. This is not following the instructions for use. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).